Event description:
During the 2012 (B)(4), in a presentation titled (B)(6) it was reported that a 3.0x28mm promus element stent, deployed in the proximal left anterior descending artery, was deformed after "deep intubation, re-crossing with balloon." The deformation was treated with additional stenting. Twelve month follow-up revealed good angiographic result, with "no events."

Manufacturer narrative:
Device is combination product. (B)(4). Source: 2012 (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).